Manufacturer narrative:
H9 continuation: z-0950-2017. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bezel assembly, air-in-line, door latch, front door, membrane frame, right/left iui (inter-unit-interface). Replaced rear case as recall action completed. During servicing a faulty sear was identified. Functional testing confirmed that sear failed to properly close safety clamp when the door was opened. Based on the findings, service determined that the reported issue was due to cracked lower hinge of the mechanical assembly. Device history record: a review of the device history record showed the device had a manufacture date of 10feb2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn: (B)(6) was performed which confirmed that this device was involved in a production failure q6 200027300 which does not correlate to the customer reported issue. A review of the complaint history record was performed for the sn: (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken/ damaged. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bezel assembly, air in line, door latch, front door, membrane frame, iui right, iui left. Replaced rear case recall completed. The failure code othe was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 10feb2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure q6 200027300 which does not correlate to the customer reported issue. Based on the findings, service determined that the probable cause of the reported issue was due to cracked lower hinge of the lvp mech assy 8100. During servicing we identified a faulty sear which constitutes a reportable malfunction. There was no patient involvement. ¿functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. ¿replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. A review of the complaint history record in trackwise and sap was performed for the sn(B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken/ damaged. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was broken/ damaged. No additional information was provided. There was no patient involvement.